Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic during a follow-up in back-up vvi mode. After the device went into back-up vvi, the patient was feeling muscle stimulation in the pocket and she knew she was not feeling as well as she did before. The patient complained of fluttering in her heart. She was being treated for cancer and remembered she started to feel this way after one of her radiation treatments. The pulse generator was successfully downloaded. The device remained implanted.